Event description:
Physician reported confirmed rupture of the left implant. Physician later reported "nodules with a banal appearance in both axillae", which was determined to be not device related. Device explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening striated on posterior side assessed as surgical damage. Lump/nodule: unable to confirm as it is a medical event not related to the device. Additional observations: brown particles on the surface of the shell. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional h6: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: - rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. - lump/nodule: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Event description:
Physician reported confirmed rupture of the left implant. Physician later reported "nodules with a banal appearance in both axillae" . Device explanted and replaced with non-allergan brand.